Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported after successfully placing the drain into the patient's lung cavity area, when the stopcock had been turned off, the device was noted to be leaking from an unidentifiable location in the hub. Upon attempting to suction, a noise was heard as if there was a leak or air coming out. The drain was removed and successfully replaced with another device of the same type.